Event description:
It was reported the end user plugged their powered wheelchair into the charger. The controller began to smoke immediately. A closer examination of the wheelchair found the wires runing between the battery and the control module, as well as, the control module itself appeared burned.